Manufacturer narrative:
Corrected data: b3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b2. B5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that 5 years and 5 months following the implant of the valve, an echocardiogram was performed that revealed a mean gradient of 36 millimeters of mercury (mm hg), mild aortic paravalvular leak (pvl), and moderate-severe mitral regurgitation. A plan was made to perform another echocardiogram 4 months later, however, no treatment or testing was provided and the patient was enrolled in hospice care. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: h6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately 5 years, 7 months, and 1 week following the implant of this transcatheter bioprosthetic valve, an unspecified valve failure was noted. No adverse patient effects were reported. Additional information was received that the failure of the valve was bioprosthetic valve dysfunction, leaflet thickening, and elevated gradients. Subsequently, a second, non-medtronic valve implant procedure was planned. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately 5 years, 7 months, and 1 week following the implant of this transcatheter bioprosthetic valve, an unspecified valve failure was noted. No additional adverse patient effects were reported.